Event description:
During vectra screw removal procedure the cannulated part of the extraction screwdriver broke at the tip. A replacement extraction screwdriver was used. The tip was retrieved with no delay and no patient consequence reported. It was noted: surgeon elected to use his clinical judgment to remove the implanted screws because he would prefer longer screws implanted in the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number obtained when product was received. (B)(4). At the time of release to warehouse the lots met specifications. The inner shaft of the driver was returned with approximately all except half of a broken thread remaining. The thread failure appears to have occurred from applying a bending moment, force applied perpendicular to the axis of the instrument, when the force exceeded the tensile strength of the threaded region of the shaft. The threaded shaft may not have been fully tightened down to the screw as described in the j8275-b technique guide. (B)(4). The design risk assessment is adequate for the intended use.

Event description:
This is 1 of 1 report for complaint (B)(4).